Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented via (B)(4) transmission. Post paced t wave oversensing was observed on real-time egms. Programming changes were made and the issue was resolved. Device will be monitored.